Manufacturer narrative:
Concomitant medical product: 694765 lead implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were impedance warnings triggered for right ventricular (rv) lead due to high rv defib coil and high superior vena cava (svc) coil impedances. Additionally, a/v (atrial/ventricle) capture was unable to be determined, suspected no activity on atrial/rv lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.